Event description:
It was reported that the device would not operate on dc power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control, inc. Evaluated the device. The root cause was determined to be due to a failure of filter fl4 on the power supply pcb assembly caused by flux residue on the surface of the circuit board. After replacing the power supply assembly, proper operation was confirmed and the device was returned to the customer. Code 1001: not labeled.